Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet had difficulties advancing into the right atrial (ra) lead due to resistance during inserting, and the lead was unable to be implanted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were unable to implant, and the stylet was not going inside the lead. The reported event of stylet was not going inside the lead was confirmed. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. X- ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the stylet insertion failure was isolated to the over torqued inner coil inside the connector region consistent with procedural damage.